Manufacturer narrative:
The pump correctly triggered the e6 error messages due to temporary step loss. This can be caused by too high friction. The delivery accuracy and the occlusion limits were tested successfully and comply with the product specification. Also the alarm functions were tested successfully and no malfunction could be observed during the technical investigation.

Event description:
On (B)(4) 2013, it was reported that the patient felt symptoms of hyperglycemia and ketones. She checked her blood glucose level and it was 500 mg/dl. She bolused 12 units of insulin via the infusion device, but felt that the device did not deliver the insulin and it did not display any error or alert message. She disconnected from the device and attempted to prime the infusion set, but no insulin was produced at the end. She then changed the infusion set and was successful priming it. She stated that she felt bad all day as a result of the elevated blood glucose levels. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.